Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Auto lead diagnostics show that the ventricular lead impedance has been variable, including measurements greater than 2500 ohms, since implant. A ventricular lead warning occurred on (B)(6) 2014. Concomitant medical products: product ID: sedr01 ipg, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to a follow up visit feeling dizzy, tired and short of breath. A device interrogation found that the right ventricular (rv) lead had no capture and had high impedance and an x-ray confirmed that the lead was not fully inserted into the device header. The physician suspected an issue with the device setscrew on the rv lead port. The device was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.